Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [9275006] was not found for the reported catalog # [320144]. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pen needle would not attach to the pen during use. Two unspecified lots were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported that the pen needle does not fit onto the pen. Consumer also stated that she had other boxes of the same product with the same issue."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A DHR could not be completed for lot # 9275006 as this is not a valid match for reported cat # 320144 in sap. As no samples and/or photo(s) were received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ pen needle would not attach to the pen during use. Two unspecified lots were reported to have been involved in this event, but it is unknown how many occurrences happened within each. The following information was provided by the initial reporter: "consumer reported that the pen needle does not fit onto the pen. Consumer also stated that she had other boxes of the same product with the same issue."